Manufacturer narrative:
Alcon is conducting an ongoing investigation of reports of post-operative inflammation that were reported in cataract surgery patients implanted with restor and restor toric family of iols in (B)(6) since (B)(6) 2015. In the interest of patient safety, all restor and restor toric iols were voluntarily recalled from the (B)(4) market on 15-apr-2015 and surgeons in (B)(6) were advised not to implant the restor and restor toric family of iols. Following this recall, an increase in the number of cases of post-operative inflammation were reported for acrysof® iq toric iol models sn6at6, sn6at7, sn6at8 and sn6at9. Therefore, on september 29, 2015 the voluntary recall was expanded to include these additional lens models. Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number additional information has been requested. The manufacturer internal reference number is: 2016-10385

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, a patient developed endophthalmitis. The symptoms have resolved. The sample is not available. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon, who reported that approximately seven weeks postoperative, the patient developed slight anterior chamber cells. The symptoms improved after the initial medication treatment with steroids, antibiotics and non-steroidal anti-inflammatory. The surgeon's clinical judgment was that the event was non-infectious. There was no bacterium inspection performed.